Event description:
A malfunction alarm labeled malf 9 occurred, and there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump while understanding to call back if the issue reappears.